Event description:
Ethicon secure strap absorbable strap fixation device stopped deploying after ten straps. Ref #strap25. No patient harm. There are two bar codes on the box that the device came in. Top bar code is: (B)(4). The bottom bar code is: (B)(4).